Event description:
Contact person is not a study pt, therefore, does not have a wiltse. It was also stated, the last wiltse study was in 1992. Contact person had her surgery in 1993. Sent a letter to contact person requesting the name of her dr.